Manufacturer narrative:
(B)(4). The customer report of a dilator kink and separation was able to be confirmed by the review of the customer supplied photos. The first photo shows a micro-introducer sheath and a separated tip of a micro-introducer dilator. The proximal end of the severed portion of the dilator appears lighter in colour, indicating stretching/deformation of the material. The second photo shows a micro-introducer dilator. The distal end of the dilator is kinked. Additional information was requested, and a response was received. The damage occurred during insertion. The operator was using their hand to bend the dilator to insert it over the guidewire. It is likely that bending of the dilator during insertion led to the kinking observed. Additionally, the appearance of the stretching seen on the severed dilator tip is consistent with excessive force applied during use. The instructions-for-use (IFU) provided with this device states, "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation." A device history record review was performed on potential lot, and no relevant findings were identified. Based on the customer report and photos received, unintended user error likely caused or contributed to this event.

Event description:
It was reported that: "dilator was kinked and tip separated from the dilator itself during attempted insertion. The user was using his hand to bend the dilator to insert over the wire, nothing was lost in the patient needing retrieval. Procedure was completed without complication after opening second device."

Event description:
It was reported that: "dilator was kinked and tip separated from the dilator itself during attempted insertion. The user was using his hand to bend the dilator to insert over the wire, nothing was lost in the patient needing retrieval. Procedure was completed without complication after opening second device."

Manufacturer narrative:
(B)(4)